Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No patient harm was reported. A batch record indicates that no non-conformances and deviations related to complaint issue were found. Sterilization was performed in accordance with parameters. The batch was released according to requirements. The batch record review resulted in a discrepancy which was investigated in a previous complaint and has been closed. The investigation concluded that the likely root cause for the issue "stop flow between patient and chamber of unometer product" cannot be identified on the basis of information received. No corrective actions are required at the moment and no additional investigation is needed. This issue will be monitored through the post market product monitoring review process. Additional information has been requested but not received to date. When additional information becomes available, a follow-up report will be submitted. Note: another case is associated with this complaint. A separate 3500a form has been completed to for the other case. Reported to the FDA on july 14, 2016. (B)(4).

Event description:
Complaint received from a nurse coordinator reported "failure in the urine draining between the inlet tube and the measuring chamber at the non-return area." The device had been in use for eighteen (18) days prior to the issue. Healthcare professionals decided to connect the urinary catheter to a different collection system and measured 1000cc. No patient harm was reported. No further details have been provided.